Event description:
Patient was revised due to dislocated of tripolar stryker cup (left side). Doctor replaced the stryker constrained liner and a new 32+12 metal head. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".